Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a biopsy, the device allegedly the self-fired after priming. It was further reported that the device clicked into the primed position but thereafter it released. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. The device was sent directly to (B)(4) for service and repair. There were no visual anomalies noted on the returned driver. Functional/performance evaluation: the driver passed all functional testing at the 22 mm and 15 mm positions and the driver also passed all force testing. The reported self-activation could not be replicated. All small springs were replaced as a preventative measure. General maintenance was performed on the driver and the driver was returned to the customer. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for self-activation, as the device functioned as intended, and the reported issue could not be replicated. Per the reported event details, the facility did not use a bard needle during the procedure. The instructions for use (IFU) states, "use only bard magnum® biopsy needles with the bard magnum biopsy instrument. We cannot recommend the use of biopsy needles made by other manufacturers." Therefore, it is likely that procedural issues contributed to the reported event. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current magnum reusable core instrument (IFU) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a breast biopsy, the device allegedly the self-fired after priming. It was further reported that the device clicked into the primed position but thereafter it released. There was no patient contact.